Event description:
Olympus (B)(6) received some devices error occurred from hospital. It was found that the ptfe pad of one device was partially worn away. There was no patient harm reported. The occurrence date is unknown.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corporation (omsc) for evaluation. This will be supplemented if device evaluation becomes available.